Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer was unable to interact with the pump touch screen due to the cracked screen. Customer's blood glucose ranged from 251-253 mg/dl. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Device not returned.